Manufacturer narrative:
Results: faulty nut in lift motor.

Event description:
It was reported by service report that the foot end was slowly drifting down. No patient involvement or adverse consequences are reported.